Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and a hole was found on the venous extension. The sample was submitted to an underwater test. Bubbles were found coming out from the lumen that corresponds to the venous extension of the catheter. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. The use of a sharp object was observed on the extension. A possible root cause can be due to the device coming into contact with a sharp object. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and visual inspection per at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that after a 1 hour of treatment, presence of blood was found on the towel under the catheter. There was a crack on the venous tubing, on the transparent part of the catheter close to the venous tip between the white part and the clamp. The doctor was notified. There was a new transfusion on the arterial side only. The treatment was initiated on the arterial branch with a single needle for 2 hours. At the end of the treatment, the venous side was clamped with 2 clamps. The removal and replacement of a new cvc was conducted on (B)(6) 2015. The original catheter was placed on (B)(6) 2015. There was no patient injury.